Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial (ra) lead failed to capture. The patient reported symptoms of fatigue. The ra lead was explanted and replaced. The patient was stable throughout the procedure.